Manufacturer narrative:
Customer collects accutni samples in lithium heparin plasma tubes and centrifuges samples at 4,500 rpm for 5 minutes. Accutni qc level I and level ii were within the customer's established ranges prior to and on the day of the event. Qc level iii was out of range high prior to and on the day of the event. A field service engineer (fse) was dispatched: the fse rebuilt the wash pump and replaced the wash valve rotor, seal and stator. The fse performed hardware verification testing; all results passed within system specifications. Although the fse addressed some hardware issues, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accu tni) result of 4.99ng/ml on one patient sample. Subsequent testing produced a result within the normal reference range. The elevated result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.